Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-dec-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not open and had magnet issue. A field service engineer (fse) identified that auxiliary drawer 5 for the height enhanced drawer was not opening. The drawer was removed, and inspection revealed a missing latch inseparable, which was replaced. Damage to the slide rail bumper was also found, preventing the rail from fully opening, and the bumper was replaced. The system was logged into the hardware test application and tested successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, a drawer failure occurred, and the drawer did not open. The issue was suspected to be related to a magnet malfunction. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.